Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after trying to insert a 6/7f mynx control vascular closure device (vcd), there was a hard stop. The tip of one device was split. Per the rep, the other device was likely deployed successfully. There was no reported patient injury. Additional information was requested but not provided. The device was eventually returned as well as an additional device.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, after trying to insert a 6f/7f mynx control vascular closure device (vcd), there was a hard stop. The tip of one device was split. Per the rep, the other device was likely deployed successfully. There was no reported patient injury. Additional information was requested but not provided. The device was eventually returned as well as an additional device. Two non-sterile 6f/7f mynx control vascular closure devices were returned for investigation. One unit was related to the reported event, and the other was related to the (B)(4) complaint record. The unit related to this complaint was received with button 1 and button 2 in the not depressed position. The stopcock was found in the open position with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed, and the sealant sleeves exhibited a frayed/split/torn condition. The catheter sheath introducer (csi) was not returned. The balloon was deflated, the core wire was present, and the atraumatic tip did not show any visible damage or abnormality. No additional anomalies were observed during the analysis of either unit. A dimensional analysis to measure the slit length could not be executed due to the frayed/split/torn conditions of the sealant sleeves. Additionally, due to the premature exposure of the sealant, the catheter working length was verified for the unit and found to be within the defined specification, measured using a calibrated ruler. Per functional analysis, a functional test to evaluate insertion and withdrawal through a csi could not be performed due to the frayed/split/torn conditions observed to the sealant sleeves, which caused friction and resistance. However, a simulated deployment test was successfully conducted, and the device functioned as intended, the sealant was deployed and the balloon retracted properly when button 1 and button 2 were depressed. Per microscopic analysis, a high-magnification evaluation was conducted on the sealant sleeve areas of the unit. The analysis confirmed premature exposure of the sealant. No additional anomalies were observed to the surface of the sealant sleeves. The reported events of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ and ¿mynx control system-impeded¿ were confirmed through analysis of the returned device due to the frayed/split/torn condition of the sealant sleeves and the inability to perform the insertion/withdrawal test during functional analysis. Also, an additional condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the damaged sleeves. Additionally, another mynx control device was received in which the condition of ¿mynx control system-deployment difficulty-premature¿ was noted from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath), and/or the condition of the sheath (which was not returned) may have contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature swelling/exposure of the sealants. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states in step 1: position balloon, ¿insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review, suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.